Manufacturer narrative:
Based on the log analysis, the reported vent fail could be confirmed. It was found that the device has shut down automatic ventilation due to measured speed fluctuations at the ventilator. This is a safety measure to prevent from potentially hazardous output and/or from damages to the ventilator unit. The user is alerted to the shutdown of automatic ventilation by a corresponding alarm. Manual ventilation remains possible, and monitoring is still functional. During on-site examination of the device in question performed by the draeger service technician, the reported issue could be duplicated, and the encoder was found to be damaged. A picture was provided showing that the incremental encoder of the encoder is bent and therefore unusable causing the reported vent fail. The cause for the mechanical damage was requested but could not be explained. However, it could be concluded that such a damage can only caused by external influences. Dräger finally concludes that the device behaved as specified upon the detected speed fluctuations at the ventilator caused by the damaged encoder due to external forces; no patient consequences have been reported. There are no similar cases known with a bent encoder. Post market surveillance data reasonably suggests that the design is appropriate for the typical use conditions. The replacement of the motor assembly has already solved the problem. After replacement, the device passed testing according to the manufacturer's specifications. The device was returned to use without further problems reported. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that there was a vent fail during a case. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.